Manufacturer narrative:
H10. H3, h6: the device, intended to be used in treatment, has not been returned for evaluation. No additional information was provided, we have not been able to establish a relationship between the device and the reported event or determine a root cause on this occasion. It was reported that the device stopped working. Potential causes for the issue experienced are: 1. The device detected an air leak or blockage and paused therapy so the issue could be rectified. 2. The dressing was saturated and needed to be changed. 3. The device detected unsafe levels of use and so entered an error state for patient safety. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. This investigation is now complete with no further action deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device stopped working the day after it was turned on. The batteries were changed but the issue was not solved. The problem was detected by a patient who was using the unit at home. No hcp involved.